Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 20-jun-2023. H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2195040 was satisfactory per internal procedures. Formulation, filling, labeling, and packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection was satisfactory at time of release. The complaint history was reviewed, and two other complaints have been taken on this batch for missing labels. Retention samples from batch 2195040 (100 tubes) were available for inspection. All 100/100 retention tubes had properly affixed, legible labels and a scannable barcode label. Three photos were received to assist with the investigation: two photos show three tubes without any labels. The last photo shows a partial carton with a chinese label from batch 2195040. No returns were received to assist with the investigation. The complaint can be confirmed for a missing label based on the evidence provided by the photos received. No complaint trends for this defect has been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints missing labels.

Event description:
It was reported that prior to use of bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml there was no label on three tubes. No patient impact reported. The following information was provided by the initial reporter: "no label."

Event description:
It was reported that prior to use of bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml there was no label on three tubes. No patient impact reported. The following information was provided by the initial reporter: "no label."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.